Event description:
It was reported that (1) device was used during a choledochojejunostomy. It was reported by the affiliate that the tlc55 instrument did not fire. Another instrument was used to complete the case. There was no consequence to the pt.